Event description:
It was reported that a lead safety switch (lss) was declared due to high out-of- range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, noise and oversensing occurred, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Troubleshooting was performed, and the noise was reproduced with isometrics in the unipolar but not in the bipolar configuration. The rv lead was reprogrammed to bipolar. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).